Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was treated by the paramedics for hypoglycemia. The customer had inserted a new sensor that morning and then alerted her friend that she was experiencing low blood glucose levels. The customer was treated until her blood glucose levels were back up to 120 mg/dl. The customer agreed to return the sensor for analysis. Nothing further was reported.